Event description:
Complainant reports the tube of the flexi-seal signal was in place less than seven days when leaking on the patient's knees and sheets was noted. The complainant further reports the device was discontinued and a new flexi-seal signal was inserted into the patient. It was further reported the patient was already in the hospital (unknown reason).

Manufacturer narrative:
Additional information was received august 12, 2015. Third party manufacturer reviewed the batch records for lot # 14fm0209 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight retains from different lots along with one from the same lot were subjected to a balloon inflation test with 60ml of air injected into the balloon through the inflation port and observed for 10 minutes for leaks. There were no visible difference after 10 minutes. The air was removed and 45ml of water was injected into the balloon through the inflation port and allowed to sit for observation for 24 hours. No blockage, breakage or leaks were observed for any of the samples. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.